Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. The trocar pin appeared deployed and when the delivery system was removed from the pt, the capsule was still attached. No serious injury to the pt was reported.